Manufacturer narrative:
Date of event: unknown. The consumer reported that the incident began in (B)(6) 2016. A specific day of the month was not given. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer used a bd insulin syringe with the bd ultra-fine¿ needle 0.3 ml 31 g x 5/16" to draw up novolog insulin and the insulin became cloudy. She has had twelve bottles of insulin replaced since (B)(6) 2016. The consumer also called on (B)(6) 2016 and stated that she had another occurrence of her insulin turning cloudy. Although the consumer has not seen any foreign matter in the syringes prior to use, she believes the issue with the insulin is due to contaminated syringes. She also reports that she went home from work because of high blood sugar, was seen by different doctors several times, and was prescribed a different insulin.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3344274. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.